Event description:
Additional information indicates that the patient will continued to be followed at this time. No surgical intervention has been planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. No adverse patient effects were reported. At this time, no further information has been made available.